Event description:
Pump malfunction was reported with code malf 0, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and contact support again if the problem reappears, which the customer acknowledged and understood.